Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the issue the customer experienced. Spoke with cath lab personnel who was not able to verify that the issue occurred as stated. Product passed all functional and safety tests per manufacturer specifications. Returned unit to customer for use.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had connection loose message popping up. No indication of actual or potential harm or death.